Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that smmc had started receiving the bd drains and one of the surgeons was not happy with the 10mm fully fluted round wound drain from bd. He has said that he has had a patient with a hematoma caused by the drain. When look at the bd drain compared to the cardinal one, they were using the trocar was larger in diameter and the drain get larger where the flutes stop and the tubing begins.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported 1018233-2025-08306. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that smmc has started receiving the bd drains and one of the surgeons was not happy with the 10mm fully fluted round wound drain from bd. He has said that he had a patient with a hematoma caused by the drain. When look at the bd drain compared to the cardinal one, they were using the trocar was larger in diameter and the drain get larger where the flutes stop and the tubing begins. Customer email response received on 04nov2025. It was reported that a drain was available in their office. They are all the same, no particular lot. This was a design issue. They had another in their surgeon complained about the area where they would tie a suture, was too flimsy and will fold over or flatten out. No further details provided.